Event description:
Medics attended to a person described as in full arrest. Using the device in the AED mode, several automated ECG analyses were performed. A total of 5 shocks were advised. After the defibrillator was fully charged the device prompted the operator to press the shock button. On two occasions, the operator pressed the advisory button and the defibrillator charges were automatically removed. Paramedics from another agency subsequently arrived and administered external pacing using the device. Once pacing was started, the ECG monitor automatically switched to display lead ii. There was no patient cable connected to the patient so the device displayed only dashed lines. The operator reported that the pacemaker was not functioning because there was no patient ECG data displayed. The patient was not resuscitated. The reporter indicated that the alleged problems did not cause or contribute to the patient's outcome. This opinion was based on an assessment of the patient's condition.